Event description:
According to the reporter, during a laparoscopic hiatal hernia repair, the device had a toggling issue. The surgeon took a bite of tissue and toggled the device to pass needle to the other side of the jaw. Once he toggled and opened the jaw, the needle was not on either side of the jaws. The needle/suture was still attached to the suture and was removed from the patient. Another suture was loaded onto the device, and took another bite of tissue and toggled the needle but upon opening the jaws, the needle was not on either side. Surgeon removed the suture/needle combination from the patient. In order to resolve the issue, the surgeon sutured with a laparoscopic needle driver to perform the laparoscopic hiatal hernia repair. There was no patient injury reported.